Manufacturer narrative:
Results: no device received for evaluation. Based off non return of product no root cause can be determined. Conclusions: device not returned.

Event description:
The physician was using an everest inflation device during a procedure. It was reported there were difficulties during inflation and deflation. During inflation, the manometer went from 0 directly to 6 bars without going through 2 and 4 bars. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results, conclusions: unable to confirm complaint (device not returned for evaluation). (B)(4).